Manufacturer narrative:
The initial medwatch report indicates: physio-control examined the customer's device and verified the reported issue. Physio observed that the biphasic pcb assembly was damaged at a wire harness connector, designator w10, and as a result the flex cable assembly located at w10 would no longer connect properly. There was also damage to the flex cable assembly at w10. Physio then replaced both the biphasic pcb assembly as well as the flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The initial medwatch report should indicate: physio-control examined the customer's device and verified the reported issue. Physio observed that the biphasic pcb assembly was damaged at a pcb-mounted jack connector and as a result the biphasic to therapy pcb flex cable assembly located at w20 would no longer connect properly. There was also damage to the biphasic to therapy pcb flex cable assembly. Physio then replaced both the biphasic pcb assembly as well as the biphasic to therapy pcb flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. New information for follow-up medwatch report: physio-control further examined the removed biphasic pcb assembly and determined that the cause of the reported issue was that pin 1 of a pcb-mounted jack connector, designator j106, was bent and did not allow the biphasic to therapy pcb flex cable assembly to be plugged in. The biphasic to therapy pcb flex cable assembly was also examined further and it was observed that the locking tab had broken off and that the connector was chipped; however, it functioned normally on mock-up.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the biphasic pcb assembly was damaged at a wire harness connector, designator w10, and as a result the flex cable assembly located at w10 would no longer connect properly. There was also damage to the flex cable assembly at w10. Physio then replaced both the biphasic pcb assembly as well as the flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and failed a user test. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not likely be able to deliver defibrillation therapy, if necessary.